Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4269 lead implanted: (B)(6) 1999. A 4261 lead implanted: (B)(6) 1999. D314vrg ICD implanted: (B)(6) 2011. (B)(4).

Event description:
It was later reported that a lead insulation breach had been observed during the repair.

Event description:
It was reported that calcification was observed on the right ventricular (rv) lead. The lead was repaired with two new lead sleeves, adhesive and sutures and remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).